Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the right breast. The hospital staff where the patient was located at the time applied an unknown cream/paste. Follow up indicated the area was improving.